Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic gastrectomy - "at the end of the procedure when the surgeon was examining abdominal cavity before closing the incision site, a black piece of rubber was noticed and retrieved. It was later found to be a piece of trocar septum. The surgeon claimed that there was no sharp instrumental contact with the trocar seal and has had a similar incident where a piece of trocar seal was found during a different procedure. The product was immediately obtained by a sales rep for inspection." Pt status: stable.